Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-72696, related manufacturer reference number: 2017865-2024-72697. It was reported that the patient presented for a follow-up in the clinic, post-procedure with previous history of sepsis and bacteremia with pocket erosion and infection. The device and leads were found visible from the opened incision site of the implanted device pocket, and discharge was observed. The physician explanted the active system - pacemaker, right atrial lead, and right ventricular lead to resolve the issue. The patient was in stable condition.